Manufacturer narrative:
Other text: one cadd ms3 pump was returned for analysis due to alarming. Functional and visual testing was performed to test the device. The reported issue was not duplicated. There are alarms that are normal part of the device and found no alarming that indicate a problem with the pump. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue.

Event description:
It was reported that smiths medical cadd ms3 pump was alarming. There were no adverse effects to the patient due to the reported event.